Manufacturer narrative:
The reported event occurred on a cobas e 801 analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv duo assay result of 1.05 coi was calculated correctly using the pythagorean equation, which is designed to ensure that 'high' negative results, potentially occurring during the seroconversion or window phase, do not lead to false negative results. The method sheet provides guidance for interpreting results where both sub-results (ahiv and hivag) fall within the range of 0.708 to 0.999 coi. However, the specific result combination observed in this case (ahiv: 0.425 coi, hivag: 0.965 coi) is rare and not explicitly addressed in the method sheet. This does not indicate an issue with the assay's performance or the method sheet's accuracy. The device remains in operation at the customer site, and no product issue was identified.

Event description:
The initial reporter alleged a discrepant result for one patient sample tested with the hiv duo elecsys e2g 300 v2 assay on the cobas e 801 analytical unit. The elecsys hiv duo assay generated a reactive result of 1.05 coi. However, the sub-results were non-reactive, with ahiv at 0.425 coi and hivag at 0.965 coi.